Manufacturer narrative:
Patient's demographics not provided so estimates used. Testing of retained samples from the same lot of product in the manufacturing facility could not replicate this reported failure. The device history records were reviewed and was found to be complete and accurate. There were no other complaints from this lot of production. The used leg bag sample has been returned. The investigation results from the returned patient sample confirmed the defect which prevented the urine from passing through the leg bag inlet. The root cause has been identified and a CAPA has been opened. Initial corrective actions have begun which include inspection to check for blockage during the manufacturing process.

Event description:
It was reported that an ed patient needed a foley catheter placed for urinary retention. The catheter was placed without any issues and the patient was sent home wearing a hollister urinary leg bag. The patient came back to the ed the next day with lower abdominal pain and distention. He informed the ed that he had not had any urinary output since he left the ed the day before. A bedside ultrasound was performed and it was noted that the bladder was full and foley catheter was in place correctly. The catheter was removed from the leg bag so the ed could try and aspirate urine or irrigate the catheter if needed. As soon as the catheter and leg bag were disconnected, the catheter started draining. The bladder continued to drain normally and 1000 ml of urine drained from the bladder. A new leg bag was attached and worked well. The patient was then sent home.